Event description:
During a coronary stent procedure, the stent moved on the delivery device. The physician experienced difficulty crossing the lesion. Upon removal, it was noted that the stent had moved on the balloon. No pt injuries or complications were reported.